Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). There was functional undersensing noted as well. The rv threshold increased to 2.5v and the r-waves dropped in amplitude. Technical services recommended verifying the lead location using xray, as this lead had recently been placed. This rv lead remains in service. No additional adverse patient effects were reported.